Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): it is alleged that the device entered ambient mode during ventilation shortly after a patient repositioning. The hospital stuff reacted promptly and the patient was safely ventilated via ambu bag, and a replacement device was provided without delay. No harm to the patient and no further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.